Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total pelvic exenteration, two thunderbeat devices were used. In the procedure, both the probes ware broken off. One fragment fell into the patient. The intended procedure was completed with another device. The fragment was not retrieved. It was reported that the dropped probe would not be retrieved and user was not concerned about the dropped fragment. It is unknown which one of the two probes remains in the patient's body. The patient current status was recovering well. No further information was provided. This is the report for the second one of the two devices.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. There was a spark mark on the probe. The fracture surface of the probe showed that crack developed from the spark mark. There was a spark mark on the grasping section. The proximal side of the tissue pad was worn. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal side was damaged. Also, it was known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, and spark occurred consequently the probe cracked. Besides the probe was broken off when the probe was subjected to a load. Also, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. When tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.